Manufacturer narrative:
The front sma wire measured out of specification. Inspection of the sma assembly found contamination on the front pin, front pulley and the hook. Inspection of the drive mechanism found the ratchet gear to be damaged. The external portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. Despite multiple attempts to connect the device to the master pdm, a connection could not be made. Without retrieving the data from the device, it can not be determined if the observed damages and manufacturing deficiencies had any affect on the devices ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with a new pod.